Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr). The first mitraclip was implanted reducing mr grade to 1+. A second mitraclip was inserted above the mitral valve when an increase in mr to grade 3 was noted and movement of the first mitraclip was noted, which was confirmed to be a single leaflet device attachment. The two clips did not interact with each other. The cause of the slda is unknown by the physician. There was no evidence of chordal rupture, tissue damage, or other leaflet injury. There were no difficulties with visualization. The second mitraclip was implanted to stabilize the first mitraclip reducing mr to grade 2+. A third mitraclip was implanted which further reduced mr to grade 2. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not identify a lot specific product quality issue. A definitive cause for reported slda (single leaflet device attachment) could not be determined. It is possible that patients pathology/morphology in conjunction with procedural circumstances might have influenced slda, however, this could not be confirmed. There is no indication of product quality issue with respect to manufacture, design or labeling.